Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that the post-paced t-wave over-sensing was found upon review of transmission. Programming changes were made.